Event description:
Toward the last injection of cement, the plunger would not deliver the last bit of cement. The plunger appeared to be tilted in the device. The operator put the cannula back into the needle, and that pushed the rest of the cement in. Staff was able to successfully complete the procedure, and the patient was not harmed.